Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months post filter deployment, filter removal was attempted. The filter was noted to be canted by approximately 45 degrees in the suprarenal inferior vena cava and structs appeared to be extend into the left renal vein. The retrieval device was placed through the filter and the device was grasped but it was unsuccessful. Multiple techniques were used to try but were unsuccessful and the procedure was terminated. Subsequently one and half months later, again retrieval was attempted using snare retrieval but were unsuccessful. Then angled catheter mpa2 5 and mpa2 7 french catheter was used but were not successful. The filter was noted to be dispositioned almost horizontally with struts herniating into the left renal vein and one of the struts bucked possibly pointing towards the anterior wall of the inferior vena cava. Then multiple attempts were made to retrieve the filter using trans jugular approach. Subsequently a rim catheter and bernstein catheter were used. This was also not successful. After two days later, computed tomography (CT) revealed that one strut indenting within the wall of the duodenum or in the lumen. Approximately five months later, exploratory laparotomy was performed for retrieval of the filter. Several attempts were made but the filter had crosswise in the inferior vena cava and could not be removed. Several tines of the filter were protruding out of the vena cava and the right abdomen and flank were prepped and draped. A diagonal incision was made across the ventral surface of the vena cava, approximately at the midpoint of the readily palpable tilted inferior vena cava filter. Ultimately all aspects of the inferior vena cava filter had been released except for the cone at its apex. This was dissected away from the inner side of the inferior vena cava and the filter, as well as several tine fragments were removed from the field. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), retrieval difficulties, filter tilt and material deformation. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2012), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, migrated and the struts perforated the inferior vena cava (ivc). The device was removed after three attempted but unsuccessful removal procedure . The current status of the patient is unknown.